Manufacturer narrative:
H3: the balloon catheter was returned in two separate segments. One containing the balloon/catheter tip and the other containing the catheter main body. Analysis confirmed the reported issue. The balloon separated at the balloon/catheter body bond.

Event description:
The balloon catheter was used during an angioplasty procedure in which a venogram and iliac vein stenting were conducted. During the procedure the balloon ruptured and sheared off inside the patient. The patient had a previously placed stent in the iliac vein extending into the inferior vena cava (ivc). The distal end of the sent (in the ivc) was occluded and difficult to cross with the guidewire and catheter. Once crossed, the balloon catheter was advanced over the wire. The target vessel was reported to be "very tight" with a lesion length of approximately 5cm. The balloon rupture occurred approximately 10-15 minutes into the procedure. The balloon was only used for the initial inflation in which the nominal pressure (8atm) was not reached. The type of inflation device used was not recorded. The balloon catheter separated from the shaft during removal and a snare was required. The balloon fragment was lodged at the distal end of a wall stent located in the inferior vena cava (ivc). A loop snare was used to successfully retrieve the segment. A high pressure balloon was advanced over the guidewire, however, the shaft length was not long enough to reach the lesion. A competitor balloon catheter was then advanced over the wire, but it also ruptured at the same location. However, that balloon was able to be removed as a complete catheter. No medical intervention was required and the patient had not adverse effects. The site was unable to balloon the target location during the procedure. The reported issue resulted in an unreported extended procedure length. There was no reported adverse effects to the patient. The length of procedure delay was not recorded. The balloon catheter was prepped per IFU. There was no indication of device damage during preparation. It was noted negative pressure was not held on the balloon while loading and advancement to the target lesion. The site denied torquing/twisting the device during loading and advancement.